Event description:
Notice of ide revision surgery to the MFR. Revision of the right hip of a bilateral pt. (Study #g850061).

Manufacturer narrative:
H6. Method - 86 other. Reviewed inspection/mfg records with no discrepanices found. Also, reviewed pt records for first two years of post-op eval noting no pain, normal activity, and no osteolysis. H6. Results - 100, 200, 300, 400 other: sufficient data was not made available to determine actual cause(s) for failure.